Event description:
Medtronic received information that approximately four days following the implant of this transcatheter bioprosthetic valve, a pseudoaneurysm formed at the access site. It was unknown if the delivery catheter system (dcs) caused the pseudoaneurysm. Unspecified repair was performed. Following the repair the patient was discharged. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.